Event description:
It was reported that a patient presented in-clinic for unrelated reasons. Upon interrogation, the patient's right ventricular (rv) lead was found to have low r-wave amplitude with large r-wave amplitude variations and high capture thresholds. X-ray imaging revealed dislodgement. The rv lead was explanted and replaced on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
The reported events were for lead dislodgement, r-wave amplitude with large r-wave amplitude variations, and high capture thresholds. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. The measured full helix extension length was within product specification. The reported events for r-wave amplitude with large r-wave amplitude variations, and high capture thresholds issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.